Event description:
Boston scientific received information that during a routine follow-up, it was noted that this pacemaker's battery had reached end of life (eol) in (B)(6) 2012. At the previous follow-up in (B)(6) 2011, the remaining longevity was one year. Premature battery depletion was suspected. The patient had an intrinsic rhythm. The patient was hospitalized for a surgical procedure to explant and replace this pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
This device has been disposed at the facility. Without a returned device, it is not possible to conduct technical analysis and determine how the device may have caused or contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.